Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00879. Additional information revealed the patient underwent surgical intervention on (B)(6) 2017, wherein the ipg and the cut lead was removed and replaced after redness was noticed near the incision site. The patient's site healed successfully and the redness has also vanished.

Event description:
Device 1 of 2. Reference MFR number: 3006705815-2017-00879. Follow-up identified the patient's incision continues to heal at this time.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference MFR number: 3006705815-2017-00879. It was reported the patient experienced redness at the mid back incision site and the ipg site in addition to burning sensation at the ipg site. A pin point open area was noted along the scar and was draining white fluid. As a result, the patient underwent surgical intervention on (B)(6) 2017. During the procedure, the ipg was explanted and the lead was cut. Culture was taken from the ipg site. The patient was given antibiotics. Follow-up revealed the patient was healing.

Event description:
Device 1 of 2. Reference MFR number: 3006705815-2017-00879.

Event description:
Device 1 of 2. Reference MFR number: 3006705815-2017-00879. Additional information received identified the issue has resolved.